Manufacturer narrative:
The instrument was returned and evaluated. Engineer was unable to confirm the customer reported complaint as the instrument was found to be fully functional. The instrument was placed on a test system and moved intuitively with full range of motion in all directions. The grips opened and closed properly and sample sutures were successfully made. No damage was found.

Event description:
It was reported that during a da vinci si left renal diverticulectomy, while the surgeon was transferring a needle and using the large needle driver instrument, the needle became dislodged from the instrument and fell into the patient. Approximately one week later, the patient returned to the hospital for an x-ray to locate the needle and operation to have it removed. No adverse event was reported.